Manufacturer narrative:
(B)(4). UDI- (B)(4). Foreign report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Upon examination of the returned device, a weak seal/open seal was discovered. A review of the device history records did not identify any related deviations or anomalies during the manufacturing process. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an incoming inspection member found weak seal/open seal on the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.